Event description:
Ivc filter was being introduced into the sheath, which was in the patient, and got caught in the valve of the sheath. The ivc filter was removed and a new filter was used. No harm to the patient.======================manufacturer response for ivc filter, venatech lp (per site reporter).======================to investigate.